Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: clip deployment failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose se device after an unspecified procedure. Reportedly, clip deployment failed. The device was removed, and the method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.